Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 2 months. The pump remains in use supporting the patient. Approximately 10 inches of the replaced external portion of the distal end of the percutaneous lead was returned for evaluation. It was noted that the reinforcing sleeve of the percutaneous lead had been cut open prior to the return, approximately 1.5 inches from the metal/system controller connector. The reinforcing sleeve was removed, and examination of the shielding and bionate revealed areas with shield breakdown. Continuity testing was performed on the returned portion of the percutaneous lead, and a continuity issue was found in the green wire. The shielding and bionate were removed, and examination of the underlying wires revealed a fracture of the green wire approximately 2.5 inches from the system controller connector at the terminus of the distal-end bend relief. The conductors of this wire were exposed. The fracture of the green wire appeared to be the result of repetitive flexing of the percutaneous lead in this area. This flexing caused abrasion to the wire as a result of rubbing against the braided shielding. The fractured wire would have interrupted function as a result of the exposed conductors of the green wire potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This short to ground would have caused the reported low speed and pump stop events. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient presented with reports of red heart alarms. The patient's event history revealed multiple low speed and pump off alarms. The patient's percutaneous lead and equipment reportedly all look good. The alarms appeared to be happening around the time the patient goes to bed, gets up during the night to use the restroom and gets up in the morning. The patient stated that it does not happen on battery power. While the patient was connected to their home equipment, the percutaneous lead was manipulated; however, the events could not be reproduced. The patient was asymptomatic. X-rays were taken and reviewed, and an area of interest was noted near the bend relief of the distal end of the percutaneous lead. It was suggested that the patient remain on battery power until further evaluation. On (B)(6) 2015, the manufacturer's technical services representative evaluated the percutaneous lead. A continuity test was performed that indicated the green wire was broken. The external portion of the distal end of the percutaneous lead was replaced with no issues. The patient was then connected to the grounded patient cable, and no issues were noted.